Event description:
Caller indicated the relion confirm meter was giving high readings. He was saying that he has been using strips with f-4 code and last bottle is f-2 code and he thinks the f-2 codes are not reading properly. About 3 hours before call he took test with f-2 and got 195. Thought that was not correct so took another test right away and got 205. He took some glimepiride and then it sounded like he waited an hour and then took some more, didn't say he had tested again. Now he is feeling dizzy and light headed. He took a test with the f-4 strips and got 56 which he said is how he feels so now he is not sure that the f-2 strips are working. He is going to eat some sugar to bring up again. Replacing product. (B)(6) 2014 attempted to contact customer for details to complete incident report but could not reach the customer.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.